Event description:
A balloon ruptured on the first inflation at thirteen atms during a contralateral percutaneous transluminal angioplasty of the right common femoral artery. The pt had extensive superficial femoral artery disease on the right side. The procedure was successfully completed with this balloon catheter. The pt's condition is good. This device was returned, evaluated and retained by this MFR. The engineering eval indicated the shaft under the balloon was bowed. Microscopic exam revealed a 2.7 cm longitudinal tear located from 1 mm proximal to the proximal radiopaque marker to 2.6 cms distal to the proximal radiopaque marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact wit overpressurization, a bowed shaft and contact with a sharp external source, scratches on the balloon surface. As the follow up indicated extensive sfa disease, co believes these factors contributed to this event and does not attribute it to the device. Directions for use state: "if loss of pressure within balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."